Manufacturer narrative:
The complaint noted that the procedure used was a transthoracic balloon placement. The typical placement is through the femoral artery. The transthoracic placement may be performed in difficult placements of the catheter & is more traumatic to the catheter. A search for the complaint files going back one year, to may 1997 showed this to be an isolated incident. The specific cause cannot be determined & no corrective action is indicated.

Event description:
Iab was implanted transthoracically after failure of initial attempt through the fem artery. After a few minutes of iab therapy, blood was noted in the tubing. The iab was removed and replaced. A few hours later, the pt expired. No further details were provided.